Manufacturer narrative:
Corrected information provided in h.6. - in initial MDR the evaluation method code of 4113 was an error. It should have been 4114 on the original MDR. Additional information provided in d.10.,d.3.,g.1.,h.3., h.6., h.11. The product was not returned. The file will be reopened if the sample is received. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and handpiece. The file indicated the use of a non-company viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/handpiece combination used. The IFU instructs to only use a company ophthalmic viscosurgical device (ovd) qualified for use with the company delivery system that has been allowed to come to the operating room temperature. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.3.,d.4.,d.10.,e.4., h.4. And h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the leading haptic was twisted during loading. The tech tried to curve it to it¿s natural position but it did not stay in that way. Hence the physician decided to replace the lens with another lens.